Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had an unexpected pump error during normal use. Blood glucose level at the time of the incident was unknown. The product will be returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. It was received with operating currents within specifications. The device passed self and displacement test. It was monitored for 24 hrs. The battery was removed form pump and monitored for 10 minutes. It powered up properly after insertion of the battery and no pump error 23 alarms were noted. The power management tool confirms the unloaded voltage and loaded voltage are within specifications. The device was received with minor scratched display window, case and keypad overlay.